Manufacturer narrative:
D4: UDI number unavailable. G4: 510k number unavailable. One device was received for evaluation. Visual inspection found there was no physical damage. A review of the event history log found a record of error code 1720 when the pump turned on. Functional testing was unable to verify or duplicate the reported problem. However, with the 1720 error, the backup capacitor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that water droplets came out of the device. And exhibited abnormal noise during operation. There was no patient harmed/adverse event reported.